Manufacturer narrative:
(B)(4). Date sent: 12/1/2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the linx product code? What is the lot number of the linx? What is the exact implant date? When was the explant date? How was the migration of the device diagnosed (chest x-ray, esophageal line at explant)? Are there images available that shows the migration? If yes, please send them to productcomplaint1@its.jnj.com. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that per user facility medwatch form, #mw5178165, in 2020, patient had a linx implant and hiatal hernia repair. Soon after the device slipped. Initial though was to do esophageal stretching but ended up needing repair in 2021. The hiatal hernia also had to be redone. After years of dysphagia and multiple stretching, patient needed to have the device removed. 2025, patient had the device removed due to continual dysphagia and esophageal deformation. His esophagus became shaped like an onion and food would just trickle into my stomach. In the post surgical notes, the linx had become scared/attached to both my liver and stomach, preventing the device from working properly. Patient thinks this device should have more notices of potential failure.